Manufacturer narrative:
Evaluation determined that the footed portion was damaged by tool contact. The footed portion of the attachment was perforated by tool contact. Previous investigation performed under pr# (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. It was also found that the attachment leg was worn. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device had been in use for approximately 78 months with no record of factory service during this period. We will continue to monitor this complaint type for trends. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of failure to couple. It was reported that there was no patient involvement. Repair escalated to product event on evaluation due to the footed portion being damaged by tool contact. No additional information was obtained on follow up.